Event description:
During deployment of the marker in a breast biopsy the mammotome applicator failed. Upon a second attempt it was successful. A post biopsy mammogram was performed and it was identified that a small piece of the applicator had sheared off into the breast. FDA safety report ID# (B)(4).